Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
A patient had an aspira pleural catheter placed yesterday and drained 1500 mls of fluid. Today there was no drainage but she was uncomfortable so they did an x-ray that revealed a loculated pneumothorax near the tip of the catheter. Device was inserted and patient drained with no issues. Patient complained of feeling faint after attempt to drain a second time. Facility believes that air entered because the valve was not off and was not hooked up to suction when second attempt to drain was made which allowed air to enter.